Manufacturer narrative:
A partial lead was returned for analysis in 1 segment. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-15186. It was reported that the patient presented with a right atrial and right ventricular lead that were fractured. The leads were explanted and replaced. The patient was stable.